Event description:
Patient felt discomfort in her hip approximately 3 months post-operative from a procedure to correct long-term spinal displacement. After initially considering a possible infection, it was discovered that one of the primary screws holding the re-positioned hip in place had broken into 3 pieces. A second procedure is scheduled for the coming days to remove all plates and screws from original procedure and reinsertion of new support devices. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.